Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. Customer's spouse put them on their side and performed a sternum check and contacted 911. Paramedics administered sugar water to address bg and transported customer to the emergency room (ER). Customer was treated with intravenous (IV) fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.